Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when spectrum iq pumps are behind closed doors, treating critically ill patients (medication, dose, programmed amount and delivery rate unknown), the ability to hear pump alarms in the room is limited. There was no known patient injury or medical intervention associated with this event. No additional information is available.